Event description:
The pt presented to her general practitioner (gp) drowsy after a fall; the pump was alarming. The pump was interrogated. The logs showed that a motor stall had occurred on (B)(6) 2011. The gp tried to restart the pump at minimum rate, but was unsuccessful. The pump remained stalled. The pt was having a CT scan to assess the cause of the drowsiness; it was unk if the drowsiness was caused by the pump. A pump replacement was planned. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion.

Event description:
Additional information: it was later reported that the patient had taken ¿+++¿ oral analgesia for her pain because the pump had stalled and due to her ms. It was noted that the patient also experienced ¿+++¿ pain. The patient outcome was reported as stable, at home, independent and active.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the device was explanted.

Event description:
Additional information: it was later reported that the patient was being investigated for cause of drowsiness. A dye study was not done. Patient outcome was stated as "unknown at present." A pump explant date was not set. The motor stall had not recovered as of (B)(6) 2011 per pump logs. Drug delivered via the device was morphine 60mg/ml. Other medications per notes included morphine tartrate 400mg/5ml x6, catapress 150ug\ml x2, midazolam 5mg/ml x2 and marcaine/adrenaline 0.5% 1:200 000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.